Event description:
It was further reported that to complete the procedure, the surgeon implanted a spacer until another product matched implant could be made.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event of the vrs not fitting the patient cannot be confirmed. However, it was confirmed with pmi scans that the necessary reaming was not performed. Visual examination of the returned product identified the product was returned in its original packaging but opened. Parts are 100% inspected at the time of manufacture with a blue lights scan and a functional fit test is performed with the bone and implant model. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to use error as the necessary bone reaming for fit per procedure was not performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 110027734, compr vrs glen pps min tpr adr, lot # 66402490. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00010.

Event description:
It was reported that the bone model and the implant did not match patient anatomy at all at the time of surgery. The surgeon felt it was in the best interest to not remove bone that is necessary for the pmi to be placed. A scan was provided that verifies the bone to be excised is intact, causing the implant to not fit correctly. The technique for this was provided indicating removal of said bone with model of patient's anatomy. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). D6a - 2007. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient had initial surgery about 17 years ago. The surgeon felt it was in the best interest to not remove bone that is necessary for the pmi implant to be placed. Scan was provided that verifies the bone to be excised is intact, causing the implant to not fit correctly. The technique for this was provided indicating removal of said bone with model of patient's anatomy.